Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported suspected aseptic endophthalmitis following an intraocular lens (iol) implant procedure. Postoperative vitreous clouding was confirmed in the patient's eye, and the surgeon stated that aseptic endophthalmitis caused by iol implantation is suspected. The patient was treated with steroidal drops and the symptoms have recovered. The lens remains implanted.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause. The lens for this complaint was manufactured in 2009. The manufacturer internal reference number is: (B)(4).